Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board and the interconnect cable. System operates as intended.

Event description:
The customer reported the system would not produce x-rays and images. No patient injury was reported.